Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips field service engineer (fse) was dispatched for onsite service and confirmed the issue. The control panel was found with the wiring disconnected. All peripheral cables were connected and the device booted up. After completing all steps of the software repair and configuration tool (setup), the patient monitoring screen and communication with the cardiac monitors were obtained. The central computer was cleaned of dust and the fans were found to be working properly. The full software version a.02.16 was installed, the settings were restored from a backup copy, the control panel started up correctly. The system has regained full functionality following repairs and has been put into service.

Event description:
Philips received a complaint on the intellivue info center ix indicating that the configurator detected a problem with the sound card (external speaker not detected, only the speakers of the monitor connected via dp). It is unknown if the device was in clinical use at the time of the event. No adverse event was reported.